Manufacturer narrative:
Reported event of probe failed to transmit current. A visual evaluation of the returned gold probe¿ device noted no visual defects. An electrical load test was performed and the results were within the specification for the device. Device evaluation showed no evidence of either the alleged issue or any defect which have contributed to the event. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to the first of the two devices used during the same procedure. Manufacturer report # 3005099803-2016-01831 captures the second device. It was reported to boston scientific corporation that two gold probe¿ devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, two gold probe¿ devices failed to transmit current. The user attempted to increase the power settings; however, both devices still failed to transmit current. Reportedly, the colonoscopy procedure was completed; however, the physician was unable to cauterize an arteriovenous malformation (avm) that was not actively bleeding. There were no patient complications reported as a result to this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.